Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An operating room supervisor reported that the forceps did not open during a vitrectomy procedure. The forceps was not usable. The case was completed using a different forceps. The forceps did not come into contact with the patient's eye. There was no harm to the patient.

Manufacturer narrative:
The received sample was found in the inner blister without cover foil. It was protected with bubble wrap. The sample was visually inspected with the aid of a photomicroscope and with various magnifications. The customer¿s complaint was confirmed. It was found that the tube is loose and blocks the forceps by activating. The device history record for the affected lot was reviewed. No abnormalities that could have contributed to this event were found and the product was released according to manufacture acceptance criteria. The manufacturer performs a 100% final inspection for this product. The complaint history was reviewed two years back. It showed 12 comparable complaints. No adverse trend observed. It cannot be excluded that the metal tube loosened and therefore, a proper activation was no longer possible. This kind of damage was already detected and investigated. The root cause could not be identified conclusively but the most likely root cause can be determined to be an improperly performed bonding procedure. Based on the available data this is a single event for this finished product lot. The manufacturer internal reference number is: (B)(4).